Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 60-200mg/dl fasting. Verified test strips expire 07/15/2018.customer's test strips are being stored in the kitchen and opened vial date is 08/24/2015. Customer performed a back to back blood test 142mg/dl and 132mg/dl. Reviewed meter memory (B)(6). Customers concern:with 51mg/dl on (B)(6) 2015 7:54:00 am. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 60-200mg/dl fasting. Verified test strips expire 07/15/2018. Customer's test strips are being stored in the kitchen and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 142mg/dl and 132mg/dl. Reviewed meter memory (B)(6). Customers concern:with 51mg/dl on(B)(6) 2015 7:54:00 am. No adverse event reported.